Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. The customer's blood glucose (bg) level was 151 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. In addition, it was reported that the customer experienced a low bg of 51 mg/dl. The customer alleged that cause of going low was due to not correcting for the 151 mg/dl bg. The customer drank juice to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Customer reverted to manual injections for insulin therapy.